Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint. Additional product code: krd. UDI not available, lot# unknown, catalog# unknown and expiration date unknown. (B)(4). Catalog number not available, 510k number is unknown. Manufacturing date not known, lot number is not available. Concomitant medical products: neuroform (stryker) stent ((B)(6) 2013), target x 1 ((B)(6) 2013), unknown coil (3) - (B)(6) 2013, enterprise 2 ((B)(6) 2016) and unknown coil/ quantity unknown ((B)(6) 2016). Neither the catalogue number nor the lot number was available thus neither DHR nor fal could be completed. Aneurysm recanalization is a known potential adverse event associated with eh use of all embolic coils and is listed in the codman embolic coil ifus as such. Although there is not product specific information available, all products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that disease progression of the original aneurysm, aneurysm location and anatomy, sac filling percentage in the index procedure and patient factors may have contributed to the reported event. There is no need for further action at this time.

Event description:
As reported by a healthcare professional, during a follow-up visit on (B)(6) 2016 regrowth and recanalization of aneurysm was reported. The initial stent assisted coiling procedure was performed on (B)(6) 2013 using a competitor's stent, one target coil, seven micrus coils (catalog#/lot#) and 3 other unknown coils. On (B)(6) 2016 recoiling procedure was performed where an enterprise 2 stent (enc402300/lot unknown) as a y stent was placed and additional coil (unknown coils) embolization was performed. The aneurysm was located at the basilar artery tip. The patient was a (B)(6) male with hypertension; and the level of tortuousness and calcification of the vessels were unknown. No report of the other devices used in the procedure is available. The procedure was successfully completed without further issues or delay. There was also no patient injuries or complications reported. It was reported that the patient is doing well. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. No visible defect or damage was noted on the products prior to and after the event. No unintended detachment was observed in the vessel or in the microcatheter. The complaint products are not available for the investigation. No further information is available.